Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working effectively and was not as bright yet, but if you lightly pushed the cord up towards the sky it did improve. The customer tried to solve the issue with cords but there was no change. The issue was found during a laparoscopic unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error not working effectively and was not as bright yet, but if you lightly pushed the cord up towards the sky it did improve case would not cause or contribute to a death or a serious injury if it were to recur should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.